Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The subclavian vessel being treated had a previously placed stent that had restenosed. The physician had predilated the vessel and did not encounter resistance when inserting or advancing the device. During the procedure, the physician could see on fluoroscopy that the stent was not properly placed on the balloon. The physician removed the device promptly. There was no apparent damage to the stent of the removed device. The procedure was successfully completely with another device. There were no reported pt complications and the current pt condition is reported as "fine."